Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing persistent pain at the lead incision site regardless if stimulation is on or off. It was further noted the incision site is red and swollen. The patient is also diabetic.